Manufacturer narrative:
The citadel plus bed frame evaluation conducted by the arjo technician revealed that the left side rail was partially detached from the bed. The 2 of 4 screws holding the panel to the metal sheet were ripped off and the side rail mechanism was bent. No patient was involved at that time. No injury was claimed. The evaluation of the bed frame conducted by the arjo field service technician revealed that the side rail was damaged due to a collision between the side rail panel and one of the width extension frames. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes the following warning: ¿to prevent damage to the bed as well an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ it also includes information that the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Arjo device failed to meet its performance specification since the side rail was damaged. The bed frame was not in use by a patient when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The citadel plus bed frame evaluation conducted by the arjo technician revealed that the left side rail was partially detached from the bed. The 2 of 4 screws holding the panel to the metal sheet were ripped off and the side rail mechanism was bent. No patient was involved at that time. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.